Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system on site and confirmed that the live monitor was not working. During troubleshooting, fse found that issue was in additional monitor, lan cable got bent and broken. Fse replaced lan cable. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor was not working. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.